Event description:
Reporter indicated a vns pt had experienced 4-5 intermittent shock-like sensations with no pattern in the upper chest and the reporter felt this may mean "there may be a frayed wire". All vns diagnostics tests were normal. Per the reporter, the pt will have vns lead and generator revision surgery in 2008.